Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device did not find any issues that would result in a failure of the pod to deliver insulin or high blood glucose levels. The downloaded data shows no signs of struggle or pulse width increase. No defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital. Patient stated ¿pod stopped working after patient wore it a night and a day¿. The patient was wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient discarded the pod so device is not available for return. Due diligence had been made to gather more information without success.